Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator in backup operation. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with battery voltage at eri level. Longevity assessment was performed, and device has met the projected longevity. Device image analysis indicated average daily battery voltage and current were normal prior to backup operation. The backup condition was triggered by transient low battery voltage. Despite extensive efforts, the backup condition could not be reproduced, and the cause of transient low battery voltage could not be determined. As a result of this finding, abbott is performing further investigation.